Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The subject device was returned to olympus for evaluation. During inspection and testing, the reported malfunction was confirmed. Main lamp error code e103 was displayed, and the main lamp was not working due to a faulty power supply. Based on the investigation results, it is likely that the malfunction occurred due to a faulty power supply; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main lamp on the xenon light source did not ignite, but the spare lamp was on. The issue occurred during maintenance. The intended therapeutic laparoscopic cholecystectomy was completed with a similar device. There were no reports of patient harm.